Event description:
Customer reported the alarm sounds at the bed side but does not light at the nurse's station. Customer also reported there is a rattling sound coming from inside the alarm when it is moved and that there is no physical damage to the outside of the alarm. The customer did not provide the date when this was found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the nurse call light does not come on at the nurse call test fixture unless the nurse call cable is wiggled and when wiggled the nurse call light comes on intermittently. There is a rattling noise heard inside the unit when moved. The nurse call connector sits loose inside the case. The dust covers inside the battery compartment are cracked. Note: instructions for use state: the posey sitter elite is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).